Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as itchy, bleeding, and painful. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied an anti-itch cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.